Manufacturer narrative:
E1: initial reporter first name: (B)(6). H4: the lot was manufactured march 06, 2023 - march 08, 2023. H10; a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.